Event description:
Per spontaneous email from cnss (B)(6), send add'l 8 syringe 60ml+ replacement for cadd legacy sn (B)(4) (continues to beep with no error code). Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Product returned. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.